Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the outer insulation was breached mio (metal ion oxidation), the full lead was returned in segments. It was also noted that there is cosmetic metal ion oxidation and cosmetic environmental stress cracking on the outer insulation, and there is a cosmetic depression on the outer insulation. Blood/body fluid was also noted on all conductors.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.